Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u722 on the distribution node pca. Additionally there was corrosion on the j704 connector. The root cause for the damaged u722 could not be positively identified. The root cause of the corrosion was ingress of an unknown liquid.. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the belt malfunction.

Event description:
An electrode belt was returned to the distributor during the investigation of a non-related issue, when a reportable malfunction was found.